Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as red under from te pad. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse used the extra gel packet for the skin irritation. Follow up indicated that the skin irritation improved.